Event description:
Additional information was received: it was reported that attempts were made to communicate with the ins with the programmer but in all them the ins couldn't enter MRI mode or turn off therapy, indicating that when resetting the ins with th91, the ins would not return and the patient would lose the stimulation therapy for good. The patient underwent several consultations and in the last one, in february, it was found that these functions (MRI mode and therapy shutdown) were not available to be performed. They were unable to obtain new proposals or suggestions on how to conduct the case and it will probably be an exchange in warranty with surgical intervention, requiring the exchange of the ins for a new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not being found/read or communicating with any clinician programmer. There were no known causes or environmental issues known. Attempts were made to connect to different devices from the clinician team but didn't work. The patient was able to connect normally with their devices though. Without the communication of the clinician devices the patient cannot get new therapy adjustments, only controlling the active groups with their patient controller. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no cause was identified. The device remains in the patient and they believe it's be cause its not possible to read or connect the programmer with teh device, that's way it's not possible to access the json data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.